Manufacturer narrative:
Product analysis: normal battery backup function was confirmed using accessory/new battery under certain conditions. No anomalies observed by functional test using console. Defective cover-bail and bail were found. The customer rejected the price quotation for repair, so the product will be returned to the customer with no repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg did not provide pacing during a battery replacement. The epg was being used for back-up pacing during a procedure. Inspection and repair of the product were requested. The epg was returned for servicing. No patient complications have been reported as a result of this event.